Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified some fold creases, a broken shell, device to be underweight. A microscopic analysis was performed which identified a broken shell with a sharp edge on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.